Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a partial display. The issue continued after a battery change. Blood glucose value was 140/mg/dl at the time of the incident. No troubleshooting was performed. The customer was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with blank display due to moisture damage on electronics. Unable to perform self test and displacement test due to blank display. Unable to verify missing segments/partial display due to blank display. Pump had corroded motor home switch.